Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted during testing. Device was received with critical pump error (open book image) alarm, hardware low level failures error due to a software error. The critical pump error was able to be bypassed or cleared (by simultaneously holding the back button and down arrow button). After re-initialization, device completed the boot up process normally. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error image on the pump screen. The customer¿s blood glucose was 207 mg/dl. Customer stated that the insulin pump was stopped working and did not came off. Troubleshooting steps were provided for critical pump error. Customer was advised to discontinue use of the pump and to refer to backup plan and the pump will need to be replaced. The insulin pump will be returned for analysis.